Event description:
This unsolicited case was received from united states on (B)(4) 2018 from a healthcare professional. This case involves a patient (demographics: not provided) who received treatment with synvisc one and after 01 day, patient's knee is swollen and had slight pain in the injected knee. No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2018, the patient received treatment with intra-articular synvisc one injection (dose and indication: not provided) once (route, batch/ lot number and expiration date: not provided). (B)(6) 2018, 01 day after the first infusion, the patient's knee was swollen and she had slight pain in the injected knee. Corrective treatment: not reported for both the events outcome: unknown for both the events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: medically significant for both the events.

Event description:
Knee is swollen [knee swelling] slight pain in the injected knee [knee pain] . Case narrative: this unsolicited case was received from united states on 28-mar-2018 from a healthcare professional. This case involves a patient (demographics: not provided) who received treatment with synvisc one and the after 01 day patient's knee is swollen and had slight pain in the injected knee. No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2018, the patient received treatment with intra-articular synvisc one injection dosage 8 mg/ml (indication: not provided) once (route, batch/ lot number and expiration date: not provided). (B)(6) 2018, 01 days after the first infusion, the patient's knee was swollen and she had slight pain in the injected knee. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated global ptc number:(B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: medically significant for both the events. Additional information was received on 04-apr-2018. Global ptc number and results were added. Text amended accordingly. Follow up information was received with csd 27-mar-2018. Dosage of synvisc one was added. Clinical course updated and text amended accordingly.

Event description:
This unsolicited case was received from united states on 28-mar-2018 from a healthcare professional. This case involves a patient (demographics: not provided) who received treatment with synvisc one and the after 01 day patient's knee is swollen and had slight pain in the injected knee. No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6)-2018, the patient received treatment with intra-articular synvisc one injection (dose and indication: not provided) once (route, batch/ lot number and expiration date: not provided). (B)(6) 2018, 01 days after the first infusion, the patient's knee was swollen and she had slight pain in the injected knee. Corrective treatment: not reported for both the events outcome: unknown for both the events a pharmaceutical technical complaint (ptc) was initiated global ptc number: 53347 the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: medically significant for both the events additional information was received on 04-apr-2018. Global ptc number and results were added. Text amended accordingly.